Event description:
Kit-010-37 defective wire, part of the wire broke off in pt, was able to retrieve the wire.

Manufacturer narrative:
Investigation of returned device indicated damage consistent with the guidewire pulled back through a needle with is contra-indicated in IFU supplied with device.